Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported steerable guide catheter (sgc) cable break and mechanical issue (sgc unable to curve) were confirmed via returned device analysis. The reported difficult to remove from the anatomy could not be replicated in a testing environment. The investigation was unable to determine a definitive cause for the reported cable break; however, the reported mechanical issue and difficult to remove from anatomy appear to be related to procedural conditions due to the sgc cable break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for difficulty removing the device from the patient anatomy which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced into the patient anatomy without difficulty. Three mitraclips were advanced through the sgc without issue and were successfully implanted. The mitral regurgitation was reduced from grade 4+ to grade 1+. As the sgc was removed, the "-" knob was turned approximately 180 degrees; however, the sgc would not curve. The "-" knob was turned an additional 180 degrees, but there was no response from the device. It was noted that the "-" knob held position. A cable break was suspected. The sgc could not be straightened and was difficult to remove from the anatomy. The sgc needed to be lifted in order to remove from the patient anatomy. There was no adverse patient effect and no clinically significant delay. On (B)(6) 2016, the patient had low blood pressure in the morning. No treatment was provided and the event resolved the same day. No additional information was provided.